Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and no issues were noted. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported sharp watchdog error which was reproduced. Sharp watchdog error was verified through a review of the event history log and found to be caused by a software failure. The software was updated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was experiencing a constant sharp watchdog error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.